Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarms. Insulin pump buttons were not responding and battery was not lasting long. Insulin pump had battery failed alarm. Customer was assisted with clearing the alarms. Customer was able to clear the alarms successfully. Customer was able to complete rewind. Customer stated that they performed self test. Insulin pump did not pass self test. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with missing display window or cover and stained keypad overlay. Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device properly tested with displacement test, active current measurement, sleep current measurement, and self test. No button error alarm noted upon testing. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. However, pump error 63 alarm confirmed in the device history due to broken trace at pin#6 at keypad assembly. Pump error 53 found in the pump history. Problem isolated to electronic assemblies.